Event description:
It was reported cardiac perforation and pericardial effusion occurred. A concomitant procedure (ablation/left atrial appendage closure (laac)) was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use for the laac procedure. Transeptal puncture (tsp) was performed using pfa versacross. The physician completed the concomitant portion of the procedure as expected. The versacross wire was advanced into the left superior pulmonary vein (lspv) using 2d intracardiac echo (ice). After the faradrive was removed, the was was prepared and inspected with no abnormalities noted. The system was then advanced into the patient without fluoroscopy or transesophageal echocardiography (tee). When fluoroscopy was activated, the pigtail wire was observed to be straight rather than curled, with the sheath and dilator positioned behind it. The physician then called for tee imager to locate the pigtail wire. Tee was unable to locate wire in heart. An effusion was then noted around the appendage and in left ventricle (lv). The patient's blood pressure rapidly dropped to approximately 60/40 mmhg. The physician called for a pericardiocentesis tray and surgical backup. The effusion continued to grow, and the source of the bleed was not able to be located on tee. The physician began pericardiocentesis as the surgical team arrived. The patient remained stable. Over 1l of blood was removed from the pericardium and the decision to open the chest in the lab was made. During surgery, a perforation was located in the laa. The laa was surgically ligated. The patient was stable and sent to recovery in the intensive care unit (ICU). The patient is expected to make a full recovery.

Event description:
It was reported cardiac perforation and pericardial effusion occurred. A concomitant procedure (ablation/left atrial appendage closure (laac)) was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use for the laac procedure. Transeptal puncture (tsp) was performed using pfa versacross. The physician completed the concomitant portion of the procedure as expected. The versacross wire was advanced into the left superior pulmonary vein (lspv) using 2d intracardiac echo (ice). After the faradrive was removed, the was prepared and inspected with no abnormalities noted. The system was then advanced into the patient without fluoroscopy or transesophageal echocardiography (tee). When fluoroscopy was activated, the pigtail wire was observed to be straight rather than curled, with the sheath and dilator positioned behind it. The physician then called for tee imager to locate the pigtail wire. Tee was unable to locate wire in heart. An effusion was then noted around the appendage and in left ventricle (lv). The patient's blood pressure rapidly dropped to approximately 60/40 mmhg. The physician called for a pericardiocentesis tray and surgical backup. The effusion continued to grow, and the source of the bleed was not able to be located on tee. The physician began pericardiocentesis as the surgical team arrived. The patient remained stable. Over 1l of blood was removed from the pericardium and the decision to open the chest in the lab was made. During surgery, a perforation was located in the laa. The laa was surgically ligated. The patient was stable and sent to recovery in the intensive care unit (ICU). The patient is expected to make a full recovery.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038031659. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was evidence to suggest that the device was used in a manner inconsistent with the labeling. It was reported that the physician did not use fluoro guidance when advancing the access system. Watchman trusteer? Access system instructions for use (IFU) includes the following instruction: use fluoro-guidance while advancing pigtail catheter or access sheath. Watchman trusteer? Access system IFU also lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion, hypotension and cardiac perforation (additional device required, hospitalization, surgical intervention, intensive care). Risk review a risk review was completed and confirmed that the events of pericardial effusion, hypotension and cardiac perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.